Event description:
A report was received that the patient developed an infection at the pocket site. It was reported that the infection was not device related. The patient underwent an explant procedure and was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead. 50cm model #: sc-4316, lot #: 16942480, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.